Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, at the time of using the applier to secure the non-fire mesh, it was a difficult time. A couple of tacks got off and flew away in device spring, making it difficult to use, so using other applicator was requested to complete the surgery. Some of the tacks stayed with the patient as it was managed to place some with difficulty. The tacks that remained in the patient were properly fixed. The surgical time was extended 30 minutes or more due to the product problem. The hospitalization was prolonged for 1 day, to verify the patient satisfactory progress, not because of the device itself. The patient was discharged.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the image depicts the device on top of its packaging with a single tack next to it. The tube shaft was observed to be bent. Tacks were observed in the shaft. No other visual abnormalities were observed. Functional testing found that the handle was actuated; two tacks were fire in test media. Handle was binding. The handle was actuated again but the handle was no longer connected to the internal components. It was reported that the component disengaged and difficult to fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. If the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. It was also reported that the instrument double index. The reported issue was not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, at the time of using the applier to secure the non-fire mesh, it was a difficult time. A couple of tacks got off and flew away in device spring, making it difficult to use, so using other applicator was requested to complete the surgery. Some of the tacks stayed with the patient as it was managed to place some with difficulty. The tacks that remained in the patient were properly fixed. The surgical time was extended 30 minutes or more due to the product problem. The hospitalization was prolonged for 1 day, to verify the patient satisfactory progress, not because of the device itself. The patient was discharged.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, at the time of using the applier to secure the non-fire mesh, it was a difficult time. A couple of tacks got off and flew away in device spring, making it difficult to use, so using other applicator was requested to complete the surgery. Some of the tacks stayed with the patient as it was managed to place some with difficulty. The surgical time was extended 30 minutes or more due to the product problem. The hospitalization was prolonged for 1 day, to verify the patient satisfactory progress, not because of the device itself. The patient was discharged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.